Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had no seal. The ligasure device at times does not work very well on our holds when there is fat. There was no patient injury.